Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated: corrected to yes. Additional information: d9 - added date returned product was received by manufacturer. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The appearance check result was consistent with the reported information. The dye test was performed and showed the injector tip was properly coated. The coating ensures that the lens will not clog in the tip of the injector. A re-installed iol in the returned injector tip was able to be ejected without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.(B)(6) ; model: py-60ad). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sysj-60-03) in addition, research in our complaint database indicated there were not any similar complaints in the same production lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Broken haptic during use; no patient involvement. The event occurred in china. There was no impact to the patient, however it was reported to the chinese authority by the hospital.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Broken haptic during use; no patient involvement the event occurred in (B)(6). There was no impact to the patient, however it was reported to the (B)(6) authority by the hospital.